Manufacturer narrative:
Follow up information received on 28-jul-2015 from physician: the physician reported the fluid overload that prompted the admission of the patient to the hospital for 24 hours was due to the malfunctioning equipment, all the while the patient got fluid through the two non-working scopes. The two operative hysteroscopes at the hospital were malfunctioning which required to bring a third hysteroscope from a nearby facility to complete the essure procedure. Besides, the facility did not have a dependable fluid management system that could have prevented this complication. Fortunately the patient with diuretics evolved well and was discharged home the next day totally recovered. Company causality comment: this medically confirmed spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced pulmonary edema after the procedure. She was hospitalized and recovered after treatment with diuretics. Physician believed the event was related to fluid overload caused by malfunctioning equipment. The reported events were considered serious due to hospitalization. Only fluid overload is listed in essure's reference safety information. During essure placement procedure, there is a risk of fluid absorption due to the solution used for distention of the uterus during hysteroscopy. This risk is inherent to any hysteroscopic procedure and is not unique to essure. To reduce risk of hypervolemia, hysteroscopy must be terminated if distension fluid deficit exceeds 1500cc or hysteroscopic time exceeds 20 minutes. In this particular case, physician stated the patient got fluid through 2 non-working hysteroscopes and the facility did not have a dependable fluid management system to avoid this complication. Considering the events occurred in association with essure procedure; causality with the suspect insert cannot be excluded and due to the reported hospitalization this case was considered an incident. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit. No further information is expected.

Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2015 which refers to a (B)(6)-year-old female patient who had essure (fallopian tube occlusion insert), lot number c26966, inserted on (B)(6) 2015. There were some technical problems with the equipment and the scopes were not working properly. In addition, it was reported that after the procedure the patient experienced wheezing and pulmonary edema. Patient spent the night in the hospital, and was discharged (hospitalization from (B)(6) 2015). No other side effects were reported by medical doctor. Essure devices were not removed and patient has recovered from events. Follow up from (B)(6) 2015: ptc (product technical complaint). Ptc global number: (B)(4). Final assessment: batch number c26966 production date 28-feb-2014; expiration date 28-feb-2017. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The ae case refers also to a usability issue. The reported adverse events are not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit as based on this report. Company causality comment: this medically confirmed spontaneous case report refers to a (B)(6) -year-old female patient who had essure (fallopian tube occlusion insert) inserted and after the procedure, the patient experienced pulmonary edema. She spent the night in the hospital and was discharged. Essure inserts were not removed. This event is serious due to hospitalization. According to essure's reference safety information, this event is unlisted. Hypervolemia may result from compromised regulatory mechanisms for sodium and water as seen in congestive heart failure (chf), kidney failure, and liver failure but it also can be caused by intraoperative and postoperative fluid administration. There is a risk of fluid absorption due to the solution used for distention of the uterus during hysteroscopy. This risk is inherent to any hysteroscopic procedure and is not unique to essure. Excess fluid absorption can cause pulmonary edema. In this particular case, the pulmonary edema occurred after the essure procure (same day). According to the physician, technical problems with the equipment were experienced and scopes were not working properly during the procedure. Considering the positive temporal relationship, the nature of this event, and considering that no alternative explanation is available, pulmonary edema is considered related to essure insertion procedure. This case is regarded as incident due to the hospitalization. The product technical complaint investigation concluded there is no reason to suspect a causal relationship to a potential quality deficit as based on this report. Further information is being sought.